Manufacturer narrative:
H.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cannula breaks off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while preparing to use bd vacutainer® flashback blood collection needle, the cannula broke off of the device. No patient impact reported.

Event description:
It was reported that while preparing to use bd vacutainer® flashback blood collection needle, the cannula broke off of the device. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6) medical university. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.